Event description:
Pt had a severe inflammatory reaction on the tibia with a calaxo screw implanted after an acl reconstruction of the left knee performed in 2007. Graft was a b-t-b. Pt has been scheduled for another procedure the next three months. It was confirmed that the surgeon left the head of the screw above the cortical bone surface on the tibia. Surgeon informed s&n r&d, that his sales rep did instruct him to insert the screw at least 3mm below the cortical surface. The surgeon has decided not to remove the screw at this time, but will be monitoring the pt's condition. Email received on 5/17/07 reported, that the surgeon did surgery on the above pt yesterday to determine the cause of the infection. Per my discussions with the surgeon I am happy to report that the infection was not caused by the calaxo screws.

Manufacturer narrative:
Reinforced surgical technique to customer. Device is not being returned for evaluation.